Event description:
During the implantation procedure, ti was reported that the patient had an underlying rhythm of complete heart block at about 20 bpm. The patient was asystole and unsupported for just over 20 seconds before temporary pacing was restored. The device was not implanted; a medtronic device was implanted.

Manufacturer narrative:
(B)(6), 2012. The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.(B)(4).

Event description:
During the implantation procedure, ti was reported that the patient had an underlying rhythm of complete heart block at about 20 bpm. The patient was asystole and unsupported for just over 20 seconds before temporary pacing was restored. The device was not implanted; a medtronic device was implanted.